Manufacturer narrative:
Follow-up # 2. The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 3 the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
On (B)(6) 2015, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verio2 meter read inaccurately high compared to another device (accu-chek aviva). The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began 1-2 months prior to contacting lfs. The patient reported obtaining a blood glucose reading of ¿14.4 mmol/l¿ with the subject meter and ¿7.7 mmol/l¿ on the other device. The tests were performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient informed the csr that he manages his diabetes with oral medication, diet and exercise and continued with his usual dose of diabetes medication in response to the alleged issue. The patient denied developing any symptoms as a result of the alleged issue however reported attending the doctor¿s office on an unspecified date and time 2-3 weeks prior to contacting lfs where he was treated with an increase in dose of his oral medication for diabetes; his medication was doubled to gliclazide 30mg and januvia 100mg. The patient stated a blood glucose reading was taken on another device (accu-chek aviva) at an unspecified date and time within 2 weeks prior to contacting lfs and a result of ¿7.7 mmol/l¿ was obtained. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that an approved sample site was used for testing and that the correct testing process was being followed. The csr noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient.

Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging inaccurate results. This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia, nor receive medical intervention for this condition after obtaining the alleged inaccurate high result. The medical treatment received correlated with the alleged inaccurate high result obtained. However, this complaint is being reported as a malfunction because the reported results did not meet lfs' accuracy criteria and the alleged inaccuracy issue was not resolved during troubleshooting.